Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after the impella was placed, distal limb pulses could not be obtained. The physician was informed and elected not to intervene despite recommendations from the complainant and the critical care physician. The pump is not available for return as it was explanted and disposed of. The family elected to withdraw care for the patient, and the patient expired.